Manufacturer narrative:
H6 continued: international medical device regulators forum (imdrf) adverse event reporting component code: 4755 part/component/sub-assembly term not applicable investigation conclusions: 4315 cause not established pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Premarket identification: import for export. (B)(4).

Event description:
Pentax medical was made aware of an event on (B)(6) 2021 that occurred after use in the united states. The user facility reported the complaint to pentax medical in regards to an endoscope that had been used on an adult female for a colonoscopy on (B)(6) 2021 involving pentax medical video colonoscope model ec34-i10cl, serial number (B)(4). The patient later reported abdominal pain and diarrhea. The patient was diagnosed with c. Difficile, however had previously been on amoxicillin. The user facility requested pentax medical to review the endoscope that was used on the patient as a precautionary measure. The endoscope was isolated and held for on-site examination. The pentax medical employee examined, inspected, and completed a preventative maintenance inspection form (pmi) document on (B)(6) 2021. Pentax medical video colonoscope model ec34-i10cl, serial number (B)(4) passed all inspections. On 10-may-2021, the pentax medical contact provide cleaning, reprocessing, and storage information for the user facility via email response to a good faith effort attempt. The user facility follows instructions for use(IFU) for processing the endoscopes, the potency of the disinfectants were tested and passed potency testing. The user facility also stores the reprocessed endoscopes in air filtered hanging cabinets (clearly marked as safe hld passed with date marked tags). Additional information has been requested, but no additional details have been provided about the event details, patient, or patient status. On 14-may-2021, a device history record(DHR) review for model ec34-i10cl, serial number (B)(4) was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 02-feb-2021. Under normal conditions, passed all required inspections, and was released accordingly. Rework was performed to replace the substrate. There were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 02-feb-2021. The investigation is in-process.